Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017, failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a hyperthermic interventional procedure. Reportedly, no femoral imaging was performed and no thread [suture] came out when pulling out the stamp [plunger]. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the hyperthermic procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed as a material separation of the link. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It¿s unknown of the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. In this case, the posterior needle tip and cuff appear to have caught the anterior foot leading to the separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.